Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. According to the investigation, the scope air and water supply nozzles became clogged with foreign matter, causing the water supply to malfunction. A root cause could not be identified. Based on the results of the investigation, foreign material remained for reprocessing was deviated from the IFU. The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign object in the scope nozzle. There was no patient involvement.